Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, the programmer displayed a device longevity estimate that was longer than expected. The programmer had an estimate of 3.7 years, and an in-house calculation found the estimate to be about 2.0-2.6 years. No action was performed. The patient will continue to be followed normally.